Event description:
It was reported that there was a restriction in the silicone tubing causing no fluid to flow. It was later confirmed that this was related to the issue with the syringe vent blockage. This issue was causing inlet occlusions and the silicone to collapse when the pump created a vacuum in the line.

Manufacturer narrative:
No patient injury has been reported as part of the use of the defective device. This is one of several complaints that resulted in a CAPA investigation into the issue. After reviewing 1057 IV sets returned from customers with the complaints, it was determined that the syringe connector vent was blocked. In all the reported complaints, the customer indicated there was no patient injury, but that an inlet occlusion alarm had occurred resulting in the need to replace the infusion set. A health hazard evaluation (hhe) was performed as part of the investigation into the reported events, and although there have been no reports of injury, under certain sequence of events, the hazardous situations (underdose and/or delay of therapy) could lead to possible harms, including serious adverse health consequences. The hhe determined that the sequence of events that could lead to the hazardous situation has a remote probability of occurring, but due to the level of severity if it were to occur, it was determined that updates to the product labeling as part of a product field correction informing the user to verify proper venting of the 1057 set during the infusion set priming process was the appropriate action. Prior to the hhe, the level of risk of an inlet occlusion was not expected to result in serious adverse health consequences as the systems mitigation's include providing visual and audible alarms for inlet occlusions. However, in consideration of the hhe's finding that serious adverse health consequences could occur in remote cases, the risk management file was revised with a higher severity level, thereby requiring medical device reporting per 21 cfr part 803 due to the potential of harm that may occur. The hhe was completed on 2/22/2023 and this is considered the date that the risk was re-evaluated resulting in a "become aware date" thereby triggering this MDR report of a product defect.